Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 months after the primary surgery, the surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 november 2023. Lot 2311911: (B)(4) items manufactured and released on 31-may-2023. Expiration date: 2028-may-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.